Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the jaws of the device were closed and the green button illuminated. After the surgeon press the green button, the button flashed green, but device could not be fired when they attempted to fire. The surgeon pressed the release button and opened the jaws, the jaws were released from tissue with no problem. The procedure was completed with another device. There was no patient injury.